Event description:
It was reported that during implant procedure that the implantable cardioverter defibrillator (ICD) had low battery out-of-box. The ICD was not used and the physician elected to complete the procedure with a different ICD. The patient condition was stable.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. A longevity analysis was performed and found the battery depletion was premature based on the device usage. Electrical testing revealed high current drain from the hybrid integrated circuit. An anomalous hybrid integrated circuit was found to be the cause of the high current drain and premature battery depletion.